Event description:
It was reported that a patient underwent a premature ventricular contraction (pv) electrophysiology study (eps) procedure with a decanav electrophysiology catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Only a decanav electrophysiology catheter and other manufacture's electrode catheter were inserted intracardially. Pvc was not induced, and only eps was performed without ablation. All catheters and sheaths were removed. Patient complained of chest strangulation during compression hemostasis, but blood pressure was stable. Pericardial effusion was confirmed on echocardiography, patient's pulse dropped and blood pressure became unmeasurable. The patient's blood pressure was restored after manual aspiration of pericardial effusion by emergency pericardial drainage. Atrial septal puncture was not performed. Ablation was not performed before pericardial effusion or tamponade was identified. The attending physician commented that there was a high possibility that this event occurred when the other manufacture's catheter was removed. Additional information was received indicating the patient required extended hospitalization because of cardiac tamponade, but was shortened as patient¿s progress was fine. The patient required extended hospitalization because of cardiac tamponade, but was shortened as patient¿s progress was fine.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 12-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 3-jan-2024, it was noticed the h6. Health effect - impact code of ¿hospitalization or prolonged hospitalization (f08)¿ was inadvertently omitted from 3500a initial medwatch.

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pv) electrophysiology study (eps) procedure with a decanav electrophysiology catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Only a decanav electrophysiology catheter and other manufacture's electrode catheter were inserted intracardially. Pvc was not induced, and only eps was performed without ablation. All catheters and sheaths were removed. Patient complained of chest strangulation during compression hemostasis, but blood pressure was stable. Pericardial effusion was confirmed on echocardiography, patient's pulse dropped and blood pressure became unmeasurable. The patient's blood pressure was restored after manual aspiration of pericardial effusion by emergency pericardial drainage. Atrial septal puncture was not performed. Ablation was not performed before pericardial effusion or tamponade was identified. The attending physician commented that there was a high possibility that this event occurred when the other manufacture's catheter was removed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).